Event description:
The customer reported, the evis exera iii colonovideoscope, tested positive for 49 colony forming units (cfus) of pseudomonas aeruginosa on the suction channel. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The test results, along with the device evaluation are still in process. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer aspirates water through the instrument and suction channel, flushes the air/water and auxiliary channels and uses detergent aniozyme xl3. During manual cleaning, the customer uses detergent aniozyme xl3 and brushes the instrument channel, the suction cylinder, the instrument channel port and the distal end/area around the elevator using brushes from asept inmed, reference 201790 and neoclean. The scope is manually disinfected using anioxyde 1000. For automatic endoscope reprocessing, the user facility uses automatic endoscope reprocessor (aer) soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The customer reportedly tested the aer, however, the results were not provided. The endoscopes are stored in a simple cabinet without a drying function, horizontally placed. The customer uses olympus as the maintenance and repair company for the endoscope. The scope was not sterilized. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus. Sampling from: biopsy ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: suction ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: a/w ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 1cfu. Bacterial identification: coagulase negative staphylococcus. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the light guide lens gluing, bending section rubber glue and the charged coupled device lens gluing were worn our, the key top 1 was won, the right/left angulation was less than the specified value, there was play in angulation and the biopsy channel was exchanged as preventative maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.